Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well post operatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.